Event description:
Note: this report pertains to one of three devices used during the same procedure. Manufacturer report # 3005099803-2010-05078 and 3005099803-2010-05079 address the other devices. It was reported to boston scientific corporation that a rf (B)(4) radiofrequency generator and two soloist single needle electrodes were used during a bone rfa (radiofrequency ablation) procedure of the calcaneum performed on (B)(6) 2010. According to the complainant, a channel was made in the heel bone with a 13g ostycut bone biopsy needle and the electrode was advanced to the osteoid osteoma. However, when the physician attempted to proceed with the ablation, a generator error (e02) occurred. The ostycut was translocated and a second soloist electrode was advanced, but the same error (e02) recurred. The ostycut was then removed and nacl solution was applied to the area of interest without success. At this point, all connections were checked and the pads were tested, but the error was not able to be resolved. The procedure was not completed due to this event. The account indicated that there were no visible issues with either electrode. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4).a service history review revealed that this device was previously serviced for the reported condition of failure code 810:11. (B)(4).

Manufacturer narrative:
The reported condition of failure code 810:11 was confirmed but not duplicated. The reported condition is due to a defective ail pcb (air in line printed circuit board). The ail pcb was replaced to correct the reported condition. (B)(4).

Event description:
The facility reported a colleague infusion pump with a failure code of 810:11. It is unknown when this condition occurred. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information is available. This device utilizes user interface module master software version 5.09.90 categorized as remediated.